Event description:
Pt received a bovie burn about the size of 1 1/2 cm x 1 1/2 cm on the abdomen. The bovie cord had a loose insulator cap and this became disconnected during surgery. The incident was reported to an assistant nurse mgr and the cord was removed and replaced.